Manufacturer narrative:
Additional infomation: device evaluation: dimensional inspection found the lens to be within specifications. (B)(4).

Manufacturer narrative:
Device evaluation-lens was returned dry in a centrifuge vial with clear surgical residue/debris on product. Visual inspection found no visible damage to lens, and dry clear residue and debris on lens. (B)(4).

Manufacturer narrative:
No similar complaints were reported for units within the same lot. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicmo13.2 implantable collamer lens, -5.0 diopter, into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017, the lens was explanted due to excessive vault, elevated iop, significant reduction of ica, pupil block. Anterior chamber irrigation/evacuation of remaining visco/fluids was performed. There is no plan to exchange the lens. To date, the patient is a little uncomfortable because the pupil does not constrict fully. As of the date of MDR submission, the lens has been returned but not yet evaluated.